Event description:
It was reported that during an emergent ptca/stenting treatment procedure, the distal tip of the pt2 moderate support guidewire detached from the wire and remains in the pt. The lesion being treated was a 100% stenotic lesion in the 1st diagonal branch of the left anterior descending coronary artery. The lesion had been successfully predilated and stented. When the wire was withdrawn, the physician noted that approximately 3 cm of the distal tip was separated from the wire and remained in the pt's vessel. The fractured portion was left in the vessel temporarily until the appropriate recovery device was available. The wire was retrieved the next day with a microvena "sling" device. The procedure outcome was considered successful and the pt's current status is listed as 'good'.